Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism separated from the unit, resulting in a used needle stick injury. No adverse impact was reported regarding the patient or user. Reported verbatim: "staff member was performing venepuncture using bd vacutainer eclipse with pre-attached holder - following the venepuncture, she attempted to use the safety cover and on pressing down, the safety cover came away from the needle and resulted in a sharps injury. Referred to occupational health. Patient unharmed. Was the patient blood tested for blood borne pathogens? The patient was pregnant and as such, has been recently tested for blood borne pathogens - all tests were negative. Was the hcw given any additional treatment because of the unsi? No- blood tests taken via occupational health/sharps protocol. Follow up in 3 months. Details of the treatment provided: none were ¿universal precautions¿ met when carrying out procedures? Yes"

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism separated from the unit, resulting in a used needle stick injury. No adverse impact was reported regarding the patient or user. Reported verbatim: "staff member was performing venepuncture using bd vacutainer eclipse with pre-attached holder; following the venepuncture, she attempted to use the safety cover and on pressing down, the safety cover came away from the needle and resulted in a sharps injury. Referred to occupational health. Patient unharmed. Was the patient blood tested for blood borne pathogens? The patient was pregnant and as such, has been recently tested for blood borne pathogens; all tests were negative. Was the hcw given any additional treatment because of the unsi? No; blood tests taken via occupational health/sharps protocol. Follow up in 3 months. Details of the treatment provided: none. Were ¿universal precautions¿ met when carrying out procedures? Yes."